Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 18 ga 1.25 in was cracked/damaged. Product defect was noted after use. The following information was provided by the initial reporter: material no: 383539, batch no: 8170921. Need to report an incident with nexiva 383539, 18g dual port, lot #b170921. Hub was discovered "cracked.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva unit and its original packaging. The needle assembly was not present. Through the examination, signs of stress and some damage to the catheter adapter near the top of the secondary septum were observed. A leak test was performed where leakage did occur out the base of the catheter adapter. This indicates that the crack does not extend all the way through the catheter adapter. The reported issue was confirmed. Damage to the back end of the catheter adapter can occur due to tight grippers, or the insertion of either septum or the septum canister. Both can cause additional stress to the adapter, stretching or damaging the plastic allowing for media to get past the septum and for leakage to occur. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 18 ga 1.25 in was cracked/damaged. Product defect was noted after use. The following information was provided by the initial reporter: material no: 383539 batch no: 8170921. Need to report an incident with nexiva 383539, 18g dual port, lot #b170921. Hub was discovered "cracked.